Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.